Event description:
In 2004, the pt reportedly was seen for device eval. Testing performed confirmed out of range electrode impedance values for several electrodes. In 2004, the pt underwent revision surgery. It was observed that the electrode positioner had completely moved out of the cochlea. Intraoperative testing performed on the electrode array confirmed that the device was functioning. The surgeon reportedly discovered that the cochlear cavity was full of mucous and fibrous tissue. The surgeon decided to leave the cii device implanted. The pt will continue to be monitored by t13 center and surgeon.